Manufacturer narrative:
Please note that the following sections were being updated based on additional information provided by a penumbra sales representative on 11/25/2022: 1. Section b. Box 5. Describe event or problem. 2. Section h. Box 6. Device code 2 h3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra sheath. During the procedure, while attempting to advance the red72 through the sheath, the red72 became stuck at the distal end of the sheath. The physician then decided to remove the red72. While attempting to retract the red72, the physician experienced resistance and the red72 was still stuck at the distal end of the sheath. The physician then applied force to pull the red72 back and consequently, broke off the distal end of the red72 into one large piece and a few smaller pieces within the sheath. It was reported that part of the red72 unraveled. The physician then aspirated the broken pieces of the red72 using a 50ml syringe. The procedure was completed using a new penumbra system red 68 reperfusion catheter (red68) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included on this follow-up #02 MFR report: 3005168196-2022-00546. 1. Section h. Box 6. Device code 3. Please note that the following section is being updated based on the device investigation results. 1. Section b. Box 5. Describe event or problem. The final conclusions of the device investigation are as follows: evaluation of the returned red72 confirmed that the catheter was fractured and had unraveled support coil winds at the fractured location. If the red72 is retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation revealed a kink near the hub and throughout the distal fractured segment. This damage was incidental to the reported complaint. The kink near the hub may have occurred during packaging of the device for return. The kinks throughout the distal fractured segment likely occurred due to forceful retraction of the device within the non-penumbra sheath. Due to the returned condition, the red72 was unable to be functionally tested. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra sheath. During the procedure, while attempting to advance the red72 through the sheath, the red72 became stuck at the distal end of the sheath. The physician then decided to remove the red72. While attempting to retract the red72, the physician experienced resistance and the red72 was still stuck at the distal end of the sheath. The physician then applied force to pull the red72 back and consequently, fractured the red72 within the sheath. It was reported that part of the red72 unraveled. The physician then aspirated the fractured segment of the red72 using a 50ml syringe. The procedure was completed using a new penumbra system red 68 reperfusion catheter (red68) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra sheath. During the procedure, the physician attempted to advance the red72 through the sheath; however, the red72 would not advance through the sheath. Subsequently, while retracting the red72, the physician broke off the distal end of the red72. Therefore, the physician aspirated out the broken piece of the red72 from the patient. The procedure was completed using a new penumbra system red 68 reperfusion catheter (red68) and the same sheath. There was no report of an adverse effect to the patient.